Manufacturer narrative:
Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced colorectal bleeding and bleeding from the ear. The patient did not require a transfusion. The patient has also had complaints of chronic pain, nick in driveline, continued low flow alarms (previously reported in (B)(4)). Patient has a history of internal hemorrhoids. An esophagogastroduodenoscopy (egd) and colonoscopy revealing no source of internal bleeding, only presence of hemorrhoids, which was identified as likely source for rectal bleeding. Patient has slightly supra-therapeutic international normalized ratio (inr) and coumadin dose was held. The bleeding was determined not to be significant and the patient was discharged home. Additional information was requested but no additional information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#(B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correction between the device and the reported bleeding cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas IFU and the patient handbook contain sections entitled ¿caring for the driveline.¿ these sections provide information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged).